Manufacturer narrative:
(B)(4).

Event description:
It was reported that a surface electrocardiogram showed that the patient was in atrial flutter although this was not observed on the electrogram. Upon interrogation, the pulse generator exhibited intermittent undersensing on the atrial channel; the atrial sensitivity was adjusted. The patient experienced stimulation in ddd mode, so the device was reprogrammed to vvi.